Manufacturer narrative:
(B)(4), date sent: 2/10/2021, d4: batch # u94z4u. H6: component code: others (g07). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the 5dcs device was returned with no damage in the external components. During the visual inspection of the insulation shaft, no anomalies were observed. In addition, upon functional testing of the device, it opened and closed as intended. It was noted that the instrument cut the test media and no anomalies were noted. The event described could not be confirmed as the insulation was as expected and performed without any difficulties noted and no product defect was identified although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following:: "caution: the endopath endoscopic instruments are sterile, single patient use instruments that have a rotating 5 mm or 10 mm diameter insulated shaft and are designed for use through appropriate endopath surgical trocars and flexipath® flexible surgical trocars." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2020. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Were there any patient consequence related to this event? If yes please describe. What does conducting while using diathermy mean? Was there arcing? Please explain. Please provide the status of the device(s) as it has not been received for analysis.

Event description:
It was reported that during an unknown procedure, the sheath was reported to be faulty and conducting while using diathermy. This happened twice in the same procedure. It is unknown how procedure was completed. Patient consequence was not reported.